Event description:
It was reported, that this left ventricular (lv) lead. Was not successfully implanted, due to lead body damage. Also, the guidewire was unable to pass through lead lumen. It appeared to have high resistance, and wire was unable to make it distally. So the physician removed and attempted with a different lead, but did not implant any lv leads. This lv lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations. And detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to lead body damage. Also, the guidewire was unable to pass through lead lumen. It appeared to have high resistance and wire was unable to make it distally so the physician removed and attempted with a different lead but did not implant any lv leads. This lv lead was never in service. No adverse patient effects were reported.